Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c magnesium, list number 08p19-25, abbott ireland diagnostics division to alinity c processing module, list number 03r67-01, abbott laboratories. MDR number 3016438761-2026-00102 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for a 46-year-old female. The samples were repeated on another analyzer with lower results. The following information was provided (reference range 1.9 - 2.5 mg/dl): sid (B)(6), initial magnesium result= 7.66 mg/dl; repeat result on the other analyzer= 1.51 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated magnesium on the alinity c processing module for a 46-year-old female. The samples were repeated on another analyzer with lower results. The following information was provided (reference range 1.9 - 2.5 mg/dl): sid: (B)(6), initial magnesium result= 7.66 mg/dl; repeat result on the other analyzer= 1.51 mg/dl. There was no impact to patient management reported.